Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event problem and evaluation: on 25-sep-2014, a medtronic representative went to the site to test the system. The mobile view station (mvs) cpu was replaced. The imaging system then passed the system checkout and was found to be fully functional. The mobile view station (mvs) server computer was returned to the manufacturer for analysis, and an electrical failure mode was confirmed during testing. The hard drive was found to be defective. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, when the site powered on the mobile view station (mvs), they received a blue screen displaying the message, "if this is the first time you've seen this message, please reboot the system. Check disc space." During trouble-shooting, the mvs was re-booted, but this did not resolve the issue. No patient was present for this event, so no patient demographics are applicable.